Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as red, itchy and burning. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medicated ointment for the skin irritation. Outcome of the skin irritation is unknown.